Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds and r wave amplitude variation on the right ventricular (rv) lead. An xray revealed a dislodgement .and low pocing impedance was noted on the atrial (ra) lead. Programming changes were performed to resolve the issue. The patient was in stable condition.